Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color and the plug could not deploy. There was no reported patient injury. The vcd was used follow a renal artery stenosis surgery. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color and the plug could not deploy. There was no reported patient injury. The vcd was used follow a renal artery stenosis surgery. The procedure was performed using a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or package prior to use. A non-cordis sheath was used. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. No calcium, plaque, tortuosity, stent, or stenosis greater than 50% was present at or near the puncture site. The femoral site had not been closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. During retraction, the physician kept their thumb on the plug deployment button, and the indicator window showed red color. Upon device removal, the indicator wire loop was deployed and no anomalies were observed. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis csi was returned for this evaluation inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed with the window in full transition. The cause of the reported issue could not be determined, especially since the condition of the received device does not match the event reported due to it being received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color and the plug could not deploy. There was no reported patient injury. The vcd was used follow a renal artery stenosis surgery. The procedure was performed using a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in the use of the exoseal vcd. There were no visible signs of damage to the device or package prior to use. A non-cordis sheath was used. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. No calcium, plaque, tortuosity, stent, or stenosis greater than 50% was present at or near the puncture site. The femoral site had not been closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. During retraction, the physician kept their thumb on the plug deployment button, and the indicator window showed red color. Upon device removal, the indicator wire loop was deployed and no anomalies were observed. The device is being returned for evaluation.